Event description:
The user facility reported during impella mechanical circulatory support, the automated impella controller (aic) had a controller error (yellow alarm). The aic was replaced with no report or indication of interruption in support and no harm to the patient.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the automated impella controller (aic) controller error-yellow alarm has been completed. Data logs were reviewed which stated the console displayed ¿controller error (loss of comm (pbm1)) ¿ alarm¿. This confirms the reported failure mode. Continuous powermod_1 communication issues were recorded in the logs. The console was returned for evaluation and confirmed power battery manager (pbm) corrosion. It was found that te front panel optical connector was contaminated and they were unable to remove the debris upon cleaning. The root cause for the controller error and the pbm1 communication issue was pbm corrosion. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25952 and a new code was added.